Event description:
It was reported that (1) atw35 was used during a laparoscopic ovarian cystectomy procedure. It was reported by the rep that upon the first firing of the atw35 the resident closed the device on the tissue successfully but was unable to fire the instrument. The instrument was removed and replaced with a new atw35. There was no consequence to the pt.